Event description:
Additional information received - the model lens reported for this complaint by the facility has not been approved for use in the united states and the complaint should not have been reported to the FDA.

Event description:
The reporter indicated the surgeon implanted an icl and six hours post-op, the patient complained of pain. The pupil was fixed and dilated, slowly resolving corneal folds, ac cells, corneal edema and elevated iop. At post-op a couple of days later, the cornea is getting clearer, the eye is quieter, there is some pigment dispersion visible but less cells in ac. The pupil is still fixed. The eye was examined and it was noted the lens was trapped and bulged within the iris, causing a pupillary block with normal iop, hence the high vaulting. The icl remains implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Intraocular pressure rise, (iopr); pain; pupillary block; corneal edema. Lens, vaulting, excessive; device remains implanted. Device evaluated by manufacturer? No. Lens remains implanted. (B)(4).